Event description:
It was reported that the pump motor had stalled with no recovery (length of the stall was not reported). This was confirmed in the event logs. The stall was caused by magnetic resonance imaging (MRI). No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.